Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. During functional testing, the reported problem "low speaker tone" was reproduced. Evaluation performed a visual inspection and found a dislodged speaker during disassembly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a dislodged speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low speaker tone. The event occurred in the biomed service department upon device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.